Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 31-aug-2019, UDI#: (B)(4).if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable infusion pump for an unknown indication for use. It was reported that the patient would be getting a catheter revision on (B)(6) 2019. The issue was not resolved at the time of the report. The patient's status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
Product ID 8780, serial# (B)(4). Implanted: (B)(6) 2018. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a device manufacturer representative on (B)(4) 2019. It was reported that the patient had a catheter revision on (B)(6) 2019. The reason for the revision was that the patient had become more spastic and the doctor could not aspirate out of the catheter access port. The doctor decided to replace the whole catheter and they were able to successfully aspirate after the replacement. The pump was not changed as there were no issues with it and it had "many years of life left." The patient was put on baclofen (2000 mcg/ml at 200 mcg/day) after the replacement. The patient had been on a daily dose of 349.4 mcg/day prior to the revision. No further complications were reported.